Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp., but returned to olympus (B)(4). The subject device was sent to an independent laboratory, and the culture test was conducted. The test result showed that the microorganisms were not detected. The exact cause of the event could not be concluded at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the subject device was tested positive for unspecified microorganisms when the user facility conducted a routine microbiological test. It is unknown in which part of the scope the microorganisms were found. There was no report of patient infection associated with this event.